Event description:
Totally dependent resident was being lifted from a chair to her bed. Lift placed in proper position w/legs spread and locked. Two people (one at head, one at other end)were assisting with resident. Resident had been elevated to highest point when lift began to tip forward at which point staff had to manually lower resident to floor. Resident sustained no injuries. Lift was tagged out for service. Manufacturer was notified of incident. Manufacturer was also asked for names of authorized service company for repairdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: independent factory trained/authorized service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: other, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, invalid data. Invalid data - on device destroyed/disposed of status.